Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain after asr hip implant. Update: ((B)(6) 2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported patient underwent revision procedure due to osteolysis. There is no new additional information that would affect the investigation. Update rec¿d (B)(6) 2013 ¿ medical records were received. The complaint was updated on (B)(6) 2013. Revision operative report indicates the following: joint effusion; pain; absence of bone ingrowth on acetabular component; cavitary osteolysis; particulate debris; fluid; corrosion. Adaptor sleeve and femoral stem added to complaint.